Manufacturer narrative:
The device was received at zoll medical corporation and review of the device logs showed messages indicating internal communication failure - 1175. The device was put through extensive testing without duplicating the customer's report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal comm failure - 1175" message. Complainant indicated that there was no patient involvement in the reported malfunction.